Manufacturer narrative:
H.6 investigation summary: catalog: 442023. Batch no.: unknown. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
Report 2 of 3. It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive of a patient sample. No patient impact reported. The following information was provided by the initial reporter: "customer reports they have detected c. Tropicalis with other microorganism with biofire. Patient # 2: (B)(6) 23. No bottle lot # or sequence # available. Bactec sn (B)(6). Bcid2, lot # 2uye23. Biofire result: c. Tropicalis only. Gram stain: gram positive rod. Culture result: clostridium perfringens. Biofire result was reported to physicians. Customer included the comment "no yeast isolated on culture." Customer unaware of any treatment change."

Manufacturer narrative:
D4. Medical device lot#: unknown d4. Medical device expiration date: unknown there were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k222591 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown

Event description:
Report 2 of 3. It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive of a patient sample. No patient impact reported. The following information was provided by the initial reporter: "customer reports they have detected c. Tropicalis with other microorganism with biofire. Patient # 2: 9/3/23 no bottle lot # or sequence # available bactec sn (B)(6). Bcid2, lot # 2uye23 biofire result: c. Tropicalis only gram stain: gram positive rod culture result: clostridium perfringens biofire result was reported to physicians. Customer included the comment "no yeast isolated on culture" customer unaware of any treatment change."